Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 137 mg/dl. The customer did not recall any significant events leading up to the alarm. Customer had been outside weeding with the insulin pump in her pocket. Troubleshooting was performed. Advised that the insulin pump will be replaced. Nothing furthre reported.